Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the chair is rusted and the weld broke on the left hand side under the seat.